Event description:
Caller reported a malfunction on the insulin pump, marking the second occurrence after attempting a reset independently. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts resolved to replace the pump and advised the customer to use an alternate method of insulin delivery, specifically mdi, as a backup. The customer was guided on how to prepare the pump for storage and was informed of the procedure for receiving and returning the replacement pump, which was sent without the need for a delivery signature.